Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with multiple noise reversions recorded on the right ventricular lead. Electrograms suggested ventricular noise. The physician elected to monitor the patient. The patient was stable.